Manufacturer narrative:
Evaluation of the returned intraocular lens revealed that the lens had surface residuals adhered to both sides of optic body compatible with implant and explant of the lens. A scratch on the anterior side of the lens optic was found and was compatible with handling of the lens during the explant process. The lens was inspected for optical properties following established procedures with the result showing that the lens diopter corresponded to a size 23.0 lens. The result of diopter inspection was found to be within production order specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient required removal of the intraocular lens (iol) after approximately three (3) months due to the incorrect diopter power. No adverse effect and no patient injury were reported. No further information was provided.

Manufacturer narrative:
(B)(4): intraocular lens. Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. (B)(4): placeholder.